Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving morphine 30mg/ml at 8.1 98mg/day via an implantable pump. The indication for use was spinal pain. On 14-jun-2018 it was reported that the patient had a pump and catheter implanted on (B)(6) 2018. The healthcare provider left the pump dose as it was prior to the replacement. The patient¿s husband stated that the patient slept from the time home from surgery until the next day, (B)(6) 2018 when he had to call the paramedics because the patient was unarousable and barely breathing. Narcan was reportedly given to awake the patient. The actions and interventions taken to resolve the issue was a narcan drip and the pump dose was decreased by ½ per the pain management physician once the patient was in the ER (emergency room). Surgical intervention did not occur and was not planned. The issue was not resolved at the time of the report. The patient status was noted as alive, with injury, overdose symptoms, respiratory distress and unarousable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the patient's symptoms appeared to be narcotic overdose. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.